Event description:
Had lasik operation at lasikplus in (B)(6), had immediate issues with flap wrinkle. The doctors there would not take complaints seriously for 3 weeks, then had to have operation to lift flap and smooth out wrinkle. Vision is at best 20/60 but fluctuates daily. Other issues include severe dry eye, double vision, ghosting and anxiety. Before operation doctors insisted it was very safe hardly any complications and would have perfect vision the next day. This was not the case at all, reform on this operation and leading up to the operation needs to happen.